Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a non-recoverable 1007 fault on the universal surgical manipulator (usm) 4. The customer performed multiple reboots on the system, but the issue remained leading the customer to then disable the usm 4. The usm 3 then produced an error 23022 right after and the error could not be cleared. An intuitive surgical, inc. (Isi) technical service engineer was able to confirm the usm 4 fault in the system logs but not the error 23022. It was decided to wait for a spare patient side cart to continue the case. The procedure was aborted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm), inner set up joint (suj) and outer suj. The system was tested and verified as ready for use. The usm an inner and outer sujs involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.